Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('device is moved') in a female patient who had essure (batch no. 922604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included hypertension and overweight. Concomitant products included ethinylestradiol; levonorgestrel (nordette), ibuprofen, lisinopril and prednisone. On (B)(6) 2012, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("pain/female pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal=)") and menorrhagia ("menorrhagia /heavy blood"). In (B)(6) 2019, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2019, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), depression ("depression"), back pain ("back pain") and abdominal pain ("too much colics") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, depression, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Reporters information updated. Events: to much colics, heavy blood, headaches, back pain ,abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migraines / headaches, pain, psychological or psychiatric problems condition: depression, reproductive system disorder or condition type of disorder or condition: pelvic inflammatory disease, weight gain , device dislocation, essure confirmation test not performed. Were added. Medical history ,concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('device is moved') in an adult female patient who had essure (batch no. 922604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included hypertension and overweight. Concomitant products included ethinylestradiol;levonorgestrel (nordette), ibuprofen, lisinopril and prednisone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and depression ("depression") and was found to have weight increased ("weight gain"). In 2018, the patient experienced pelvic pain ("pain/female pelvic pain"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal=)"), menorrhagia ("menorrhagia /heavy blood"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). In 2019, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("too much colics"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, depression, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 9-jun-2020: pfs received- case was upgraded from non-serious incident to serious incident. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('device is moved') in an adult female patient who had essure (batch no. 922604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included hypertension and overweight. Concomitant products included ethinylestradiol;levonorgestrel (nordette), ibuprofen, lisinopril and prednisone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss") and depression ("depression") and was found to have weight increased ("weight gain"). In 2018, the patient experienced pelvic pain ("pain/female pelvic pain"). In (B)(6) 2018, the patient experienced pelvic inflammatory disease (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal=)"), menorrhagia ("menorrhagia /heavy blood"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). In 2019, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain ("too much colics"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, depression, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and device dislocation ('device is moved') in a female patient who had essure (batch no. 922604) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included hypertension and overweight. Concomitant products included ethinylestradiol;levonorgestrel (nordette), ibuprofen, lisinopril and prednisone. On (B)(6) 2012, the patient had essure inserted. In 2018, the patient experienced pelvic pain ("paim/female pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal=)") and menorrhagia ("menorrhagia /heavy blood"). In january 2019, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2019, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse),"), alopecia ("hair loss"), depression ("depression"), back pain ("back pain") and abdominal pain ("too much colics") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, depression, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.